Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking lipids into the clear bags. The issue was identified during compounding. The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 11, 2022 to march 15, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.